Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programming, increased remote monitor transmissions, associated with the investigational software decreased the battery longevity. The battery longevity indicated "less remaining battery years" than anticipated. The software was removed. The patient is a participant in the tachy prediction download study. The implantable cardioverter defibrillator remains in use and no patient complications have been reported as a result of this event.